Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the leak could not be conclusively determined. The reported cardiac arrest, hypotension, and embolism are cascading events of the leak. Additionally, the reported patient effects of cardiac arrest, hypotension, and air embolism are listed in the mitraclip g4 system instructions for use and are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and inserted without issues, however, when the clip was introduced into the left atrium, the patient's blood pressure dropped, and transesophageal echocardiogram (tee) revealed air bubbles in the left atrium (la). Aspiration was performed to remove the air, and the sgc held fluid column. The sgc and the clip were then removed from the patient. The left ventricle was not contracting enough to maintain blood pressure. Therefore, cardiopulmonary resuscitation (CPR), which included chest compressions, was performed, which maintained the patient's blood pressure. While performing chest compressions, a non-abbott temporary artificial heart pump device was implanted. However, on the same day, the patient died. The cause of death was due to ventricle/heart unable to recover from the stress of reduced ejection fraction.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and inserted without issues, however, when the clip was introduced into the left atrium, the patient's blood pressure dropped, and transesophageal echocardiogram (tee) revealed air bubbles in the left atrium (la). Aspiration was performed to remove the air, and the sgc held fluid column. The sgc and the clip were then removed from the patient. The left ventricle was not contracting enough to maintain blood pressure. Therefore, cardiopulmonary resuscitation (CPR), which included chest compressions, was performed, which maintained the patient's blood pressure. While performing chest compressions, a non-abbott temporary artificial heart pump device was implanted. However, on the same day, the patient died. The cause of death was due to ventricle/heart unable to recover from the stress of reduced ejection fraction.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.